Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and alleged that the complaint device display had suffered a crack after it fell to the floor and requested support. The complaint device was in clinical use at the time that the issue was discovered. There was no adverse event with injury or patient harm reported.